Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver contacted fresenius technical support to report the liberty select cycler alarmed several times with an m31 air detected in cassette warning during fill 5 of 6. The patient was connected during the incident. Fluid was discovered after opening the cassette door. The film on the back of the cassette is not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup, the patient was unable to be reached for additional information regarding the reported event and the patient's peritoneal dialysis registered nurse (pdrn) was unavailable to provide additional information regarding the reported event; however, another nurse at the patient's clinic was able to confirm that the patient completed treatment on the day of the reported event. Additional information has been requested, however to date has not been provided.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver contacted fresenius technical support to report the liberty select cycler alarmed several times with an m31 air detected in cassette warning during fill 5 of 6. The patient was connected during the incident. Fluid was discovered after opening the cassette door. The film on the back of the cassette is not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup, the patient was unable to be reached for additional information regarding the reported event and the patient's peritoneal dialysis registered nurse (pdrn) was unavailable to provide additional information regarding the reported event; however, another nurse at the patient's clinic was able to confirm that the patient completed treatment on the day of the reported event. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
Additional information was received from the patient's clinic indicating that the leak captured in this report (MFR 8030665-2022-01470) did not take place during treatment, and in fact occurred during set-up before the treatment was started. Based on this information it was confirmed that a reportable product problem did not occur; and therefore, there will be no further updates on report MFR 8030665-2022-01470.